Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that on pre discharge interrogation no capture was noted on the right ventricular (rv) lead. On chest x-ray it showed that a possible micro dislodgement was noted. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.